Event description:
Patient admitted for elecive davinci robotic assisted hysterectomy; upon insertion of trocar by resident, blood noted in abdominal cavity. General surgeon called in, pt unstable without measurable blood pressure at times; massive transfusion given - 18 units prbc's, 700 cell saver, 4 units ffp, platelets and 13 liters of crystalloid given. Pt placed on vent and transferred to cvicu. Pt found to have sustained aortic injury with retroperitoneal bleeding, felt to be related to trocar insertion.